Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on the same day during treatment with loose epithelium with secondary anterior basement membrane dystrophy (abmd) changes in both eyes (ou). It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 5.50 x -1.50 x 83, left eye pre-op 20/20 5.00 x -1.25 x 95.